Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians noticed an obvious decline of the child's hearing performance after an accidental hit on the head. Problems of outer devices have been excluded. No obvious physical injury was confirmed by clinicians. Testing shows all channels in status hi except of channel 1 and 7.